Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she went to the doctor and a piece of tampon was removed that had been inside her for three weeks. She was diagnosed with a bacterial infection and cervical and vaginal irritation and prescribed medication. She also experienced headache, discharge and odor.